Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device had leak. Extubation and re-intubation were performed and the issue was resolved. The product was checked after extubation, the tube tip was closed and was placed in water. When the pressure was applied from the slip joint part, bubbles came out from the root part of the inflation line. The hole part that was opened to attach the inflation line to the tube was being penetrated.